Manufacturer narrative:
Results: the lantern was fractured approximately 26.0 cm from the hub. The device was kinked approximately 52.0, 66.5 and 74.0 cm from the hub. The lamination on the proximal marker-band was damaged approximately 132.5 cm from the hub. The device was ovalized approximately 134.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fracture and revealed multiple kinks on the proximal shaft. If the device is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, if a kinked device is further manipulated, the kink may worsen to a fracture. Further evaluation revealed an ovalization and damaged lamination on the distal shaft. This damage may have been a result of manipulation against resistance. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a balloon-occluded retrograde transvenous obliteration (brto) procedure to treat gastric varices using a lantern delivery microcatheter (lantern) and a balloon catheter. It was reported that the physician¿s anatomy was highly tortuous. During the procedure, while advancing the lantern through the balloon catheter against resistance, the lantern became stuck and the physician decided to remove it. Upon retracting the lantern, it broke off inside the balloon catheter; therefore, the balloon catheter containing the broken lantern was removed. It was also noted that the lantern was kinked at multiple locations from the distal tip. The procedure was completed using a non-penumbra microcatheter, another balloon catheter and twelve coils. There was no report of an adverse effect to the patient.